Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on (B)(6), 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device and open circuits were noted on 11 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on april 12, 2023.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on august 18, 2023.